Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer¿s blood glucose level went as low as 40 mg/dl. Customer treated their low blood glucose levels via food and drink. Troubleshooting for low blood glucose was performed. Customer's current blood glucose level was 89 mg/dl. Customer advised they were not sure if the auto mode feature was or was not used. Customer was advised to monitor the insulin pump and follow up with their healthcare provider.